Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a complaint of right lower facial droop and dysarthria. The patient was noted to have a low international normalized ratio (inr) transferred to congestive cardiac failure (ccf). Computed tomography (CT) revealed no acute events. In retrospect, the patient had been having intermittent pronunciation problems for several weeks. During an exam on (B)(6) 2021, no speech problems or facial droops were found. A review of a CT taken in (B)(6) 2021 showed prior areas of likely stroke (right frontal, right posterior parietal, and left occipital lobes). It was noted that recent symptoms appeared to be indicative of a transient ischemic attack (tia). The tia was thought to be related to the low inr. Additionally, the CT showed stable regions of encephalomalacia in the right frontal lobe, the right parieto-occipital lobe, and the left cerebellum. Changes were chronic and no acute or subacute ischemic changes or other concerning findings were found.